Event description:
Same case as MDR ID: 2134265-2015-01303, 2134265-2015-01302 and 2134265-2015-01300. (B)(4). It was reported that acute coronary syndrome and in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented with myocardial infarction (mi). Then, a 4.0 x 8 mm and two 4.0 x 20mm promus element stents were impanted in the saphenous vein graft (svg) to right posterior descending artery (r-pda). In (B)(6) 2013, the patient presented due to acute coronary syndrome (acs) and was hospitalized on the same day. It was noted that there was isr of the previously placed two 4.0 x 20mm and a 4.0 x 8mm promus element stents. Subsequently, the patient underwent percutaneous repair of vein graft to r-pda. The event was not recovered or resolved. Five days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented due to coronary artery disease (cad) and was hospitalized on the same day. The lesion within the distal portion of svg to first obtuse marinal (om1) was treated with placement of a 4.0 x 20 mm promus element plus stent. Following post dilatation with 5.0 x 8 mm quantum balloon catheter, slow flow within the vessel was noted. Subsequently, adenosine and nitroglycerin were administered within the graft resulting in improvement of blood flow. One day post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).